Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the device. The r waves appeared to be clipping making the t waves appear large. Programing changes were made to further prevent oversensing. Patient had no symptoms.